Manufacturer narrative:
The device was received at zoll medical (B)(4); the customer's report was observed. However, the report could not be duplicated. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was observed and the monitor board was replaced. The device was recertified and returned to the customer. The monitor board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty diode on the monitor board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.